Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the main clear cover, upper case, and lower case were broken. (B)(4).

Event description:
It was reported the device will shut off by itself with a new battery. It was also reported the device would stay on for five minutes then shut off. Sometimes the device will not turn on at all. The device was returned for repair. There was no patient involvement indicated.